Event description:
It was reported from (B)(6) that small battery drive device did not function. It was further reported that there was a potential issue with the motor of the device as the device did ¿not want to start.¿ it was not reported if the device was used in surgery, or if there was patient involvement. There were no delays to a scheduled surgical procedure. A spare device was not available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the motor power was too low. It was further reported that the engine output was too low. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to normal wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: (B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.